Event description:
On 16-jun-2026, a sales representative reported via phone that an ar-9925t syndesmosis tightrope pro implant, titanium experienced the middle rod breaking apart during an ankle tenodesis repair. The device was still usable, and the case was completed successfully with minimal delay.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.